Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 358 mg/dl at the time of admission. It was found the customer attempted to treat their blood glucose with the insulin pump, but was unsuccessful. The husband reported the customer was disoriented and shaking from their high blood glucose. Customer's husband also mentioned the customer was not admitted into the hospital. The husband also reported the insulin pump was not functional. It was found the drive support cap was damaged and flushed with the insulin pump. The insulin pump will be returned for analysis.